Event description:
Event description guidant received information that these implantable leads were explanted three days after the implant procedure. It was reported that the leads would not remain intact.